Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited a capture anomaly. No intervention had been reported. The patient was in stable condition and would be monitored with routine scheduled follow ups.